Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in pacing inhibition of greater than 2 seconds and inappropriate anti-tachycardia pacing (atp). The patient was symptomatic. Boston scientific technical services (ts) discussed that the noise appears to be due to myopotential and further testing should be performed. The patient was brought in and the noise could not be reproduced, but all lead measurements were stable. At this time, it was recommended to reprogram sensitivity and monitor the patient. No adverse patient effects were reported.